Event description:
Pt admitted to hospital for elective removal of right silicone breast implant that was ruptured. Original breast implant placed in 1973 for right reconstruction secondary to poland syndrone. Pt also had a left augmentation mastopexy. MFR of breast implant is unknown.